Event description:
Reporting status: malfunction: reporting rationale: balloon rupture is considered likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a coronary total occlusion was observed in the mid to distal right coronary artery. A guide wire was successfully advanced to the lesion and pre-dilation was performed using a competitor's balloon catheter. The rx voyager was used for another pre-dilatation; however, the balloon ruptured at 8 atm. Another voyager was used to complete the pre-dilatation. Reportedly, there were no pt effects. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info and determined that factors that can contribute to balloon rupture include, but are not limited to, balloon damage during mfg, interaction with other devices, pt anatomy, lesion calcification, or lesion tortuosity. It was reported that the lesion was mildly tortuous and moderately calcified, which could have contributed to the balloon rupture. However, without a returned device for analysis, a definitive root cause for the balloon rupture cannot be determined.